Manufacturer narrative:
Approximate age of device - 5 years, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced slowing increasing lactate dehydrogenase (ldh) levels. A lvad pump exchange was performed due to suspected pump thrombosis. Only the pump was exchanged using a subcostal approach. The inflow conduit and outflow graft remained the same. No additional information has been provided.

Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined through this evaluation. The evaluation did not reveal any device related issues. The pump was returned disassembled with the driveline severed approximately 5¿ from the pump housing and the remaining distal portion was also returned. The outflow conduit was also not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.